Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3389-40, lot# j0349134v, implanted: 2004-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that implantable neurostimulator (ins) was explanted due to an infection. It was noted that the extension was explanted as a precaution. It was noted that the patient was alive and had received antibiotics. The patient reportedly had redness, pain, and drainage/incisional wound opening. A supplemental report will be sent if any additional information is received.